Manufacturer narrative:
Follow-up work scheduled; device not returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that geometry restarted during cases; diagnosis inconclusive on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.